Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2011-03891 for the other associated device information. It was reported to boston scientific corporation that an endovive initial peg kit (upn unknown) was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, on (B)(6) 2011 during a routine replacement it was noted that the peg bolster was buried in the gastric wall. The physician removed the device and it was replaced with a peg balloon bolster for fistula healing. The patient was sent home and is scheduled to have a replacement performed at a later date. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and upn; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same event. Refer to manufacturer report # 3005099803-2011-03891 for the other associated device information. It was reported to boston scientific corporation that an endovive initial peg kit (upn unknown) was used during a percutaneous endoscopic gastrostomy procedure (date is unknown). According to the complainant, on (B)(6), 2011 during a routine replacement it was noted that the peg bolster was buried in the gastric wall. The physician removed the device and it was replaced with a peg balloon bolster for fistula healing. The patient was sent home and is scheduled to have a replacement performed at a later date. There were no patient complications reported as a result of this event.